Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a larger flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis for which they were managed with an unspecified therapeutic intervention but no prior condition of right branch bundle block (rbbb), left branch bundle block (lbbb) or 1st/2nd atrioventricular (av) block. The annulus perimeter and diameter measured to be 76.5mm and 24.3mm respectively. The length of the membranous septum was measured to be less than 3mm and no calcification observed extending beneath the aortic annular plane in the interventricular septum. Prior to the procedure, the patient was observed to have a normal sinus rhythm (nsr) with the gradient of 50 mmhg. Pre-implantation balloon aortic valvuloplasty (pre-bav) was performed with 22mm non-specified balloon. The procedure involved two recaptures with the valve deployed at a depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc) while the gradient was reduced to 3 mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. Over 48 hours post-procedure, on an unknown date, the patient's rhythm had changed to left bundle branch block (lbbb). On (B)(6) 2025, the patient had a syncopal episode and a heart block. It was reported that there was an initial or prolonged hospitalization due to the events (lbbb or complete heart block), with the patient managed through monitoring. However, the patient did not have a prolonged hospital stay for monitoring of rhythm. The intervention to the reported events (syncopal episode or lbbb) considered an emergency to prevent permanent impairment or death. The implanter classified this event as being related to the performance of the device, but the physician did not believe that the patient or user experienced adverse health consequences due to the performance of the product. The patient¿s status was reported to be discharged at the time of follow-up of this report.

Manufacturer narrative:
An event of arrhythmia, syncope/fainting, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported arrhythmia and heart block could not be conclusively determined. The reported syncope/fainting appears to related to heart block. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.